Event description:
It was reported that the patient presented in the clinic for follow-up. The implantable cardioverter defibrillator was unable to be interrogated with wireless radio frequency (rf) telemetry. The device cybersecurity upgrade was performed resolving the issue and the device was successfully interrogated with rf antenna. No patient symptoms were reported.